Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
The complainant reported that when replacing the purge system on the impella cp, the automated impella controller (aic) displayed a message, the screen went black, and impella temporarily stopped. The aic started up again and then started supporting the patient. There was no patient harm.